Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical study. It was reported that immediately post stenting, the patient experienced a myocardial infarction (mi). The patient presented for the index procedure with chest pain and an abnormal stress test. Upon initial catheterization, the patient received a stent to the right coronary artery. The lesion in the circumflex was a de novo bifurcated lesion between the 1st posterolateral (1st lpl) and a-v groove branch. The vessel was 90% stenosed and was approximately 2.0-2.5 mm wide. Due to patient conditions, the 1st lpl was attempted the following day. A wire was placed to the lpl without difficulty. However, the physician was unable to gain access to the a-v groove branch. The physician proceeded with predilating the lpl and again tried to cross the a-v groove branch, but could not get thru initial stenosis in the main circumflex. A 2.5 x 24 mm taxus express2 stent was then placed in the lpl with good results. However, the a-v groove branch was now completely obstructed. Intracoronary nitroglycerin was used and the lesion was once again attempted unsuccessfully. During the vessel closure, the patient had significant chest pain. An EKG revealed changes consistent with ischemia. The patient received morphine for chest pain. Due to unsuccessful attempts, it was decided that the lesion would be treated conservatively. Enzymes were monitored, and a peak ck-mb of 67 ng/ml (uln.8) post procedurally was noted. Troponin and ck's were also elevated. EKG contniued to be consistent with an non q wave mi. The patient did well post procedure and gradually improved. The patient was discharged 5 days post index procedure on plavix, coumadin, oral diabetes agents, benicar, lotensin, and toprol.